Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer experienced an elevated blood glucose (bg); bg value or cause unknown. Customer administered a bolus via pump to address elevated bg. Recommendation was made by tandem's technical support for the customer to contact a healthcare provider regarding bg.